Event description:
It was reported that post implant a laparoscopic gastric band procedure, during an adjustment, it was noticed that the surgeon could not access the port to add or remove fluid. The surgeon performed a fluoroscopy and found that the port tubing had disconnected from the port. A revision surgery was performed on (B)(6) 2010 and the port was replaced with an updated realize port. The connector was attached to the port and the strain relief was lying next to the port. Patient is doing well. The patient had three to four adjustments prior to the port disconnect.

Event description:
A report was received that an endoscopy health care worker (hcw) experienced sore throat and ocular pain when entering the disinfection room. The room has no window and ventilation was available only at the ceiling of the room. Disopa was used manually for disinfecting some small instruments and scopes when the scopes were needed urgently. The facility was advised it may help if the hcw is moved to another location, to improve their ventilation system and to use ppe. It was reported that the hcw will be seeing a physician at a later date. Additional information has been requested.

Manufacturer narrative:
Asp investigation summary: the investigation included trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. The lot number was not available to perform a complaint history search. A review of the dpmo (defects per million opportunities) from (B)(6) 2009 to (B)(6) 2010 for cidex opa solution (which includes disopa solution) with the problem code of "hr -other" was retrieved. The overall trend has been below the ucl (upper control limit). A review of the dpmo (defects per million opportunities) chart over the past 12 months ((B)(6) 2009 to (B)(6) 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-eye reaction" was retrieved. The overall trend has been below the ucl. (B)(4). The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed. The fmea score for user eye exposure and throat irritation is below the threshold of (B)(4), and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar user symptoms and the hazard/risk index was 2, which indicates the associated risk is none/negligible. Subsequently it was reported that following the reported event, the hcw started to wear chemical-cartridge masks. The hcw was moved to another position and continues to work at the facility. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(6). Disopa is similar to cidex opa solution sold in the united states. The cidex opa IFU (instructions for use) states to use in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The report received indicated that at the time the reported event occurred, the air exchanges had not been measured, and the facility stated the ventilation required improvement. This information suggests that inadequate ventilation contributed to the reported event. A CAPA (corrective and preventive action plan) has been generated to address the reported issues. Due to the low health/risk index, no further action is required. Asp will continue to track and trend these issues.

Manufacturer narrative:
Event date: per additional information received from the affiliate, the event date was reported as (B)(6) 2009. Eye pain and sore throat.